Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2021, the patient was found unresponsive in the bathroom even though the patient¿s cgm displayed 176 mg/dl. The patient was unable to ingest any food and the spouse call emergency medical services (ems). Upon arrival, ems performed a bg which was 29 mg/dl. The patient was transported to the emergency department (ed) and treated with IV glucose and fluids. The cgm values continued to be 70 mg/dl points different than the patient¿s bg. The patient was released from the ed after his bg stabilized. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.